Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down. Additionally, the customer¿s blood glucose (bg) level was displayed as "low"; however, a specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore, no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.